Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that patient called them this morning and stated they had been having increased difficulty changing recently. Per patient battery was an over discharged state. This cs met with patient today. Battery is perpendicular to the spine. Using trickle charge this cs determined that top of battery was facing out rendering patient unable to charge. This cs attempted to charge the patient but was unsuccessful. Patient requesting pocket revision. Physician made aware.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the patient's pocket revision is scheduled for (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they were able to get the battery to charge by holding the recharger in place and using the belt. The battery felt to be perpendicular to the spine. Healthcare provider (hcp) also felt the battery. The plan is for the patient to have the battery position revised. Rep met with the patient again; they are now able to charge the battery with the help of their spouse(implantable neurostimulator (ins) was at 70%) and no longer feels the need to proceed with a revision. The patient has been getting good pain relief in their legs. Rep provided a new program today that provided better back coverage.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: added fdd code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the patient had surgery scheduled for (B)(6) 2024 to address the tilt of his ins and charging difficulties. That surgery has been cancelled due to the patient being admitted for chf and fluid overload. The plan is to reschedule at a later time.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller notes that rep met with pt on 15th dec for their initial post op apportionment and it was noted they were having difficulty connecting to the ins via the 'paddle' (rtm and controller) though the caller states they were able to connect to the ins with tablet and communicator. The caller states at that appointment the pt still had a bandage on and it was presumed that may have been a factor. The caller noted that at this initial post-op appt, they also were showing 'poor recharge quality--reposition the recharger'. The caller states an appt was made today to see if this issue has resolved and the caller again notes that no matter where she places the rtm, she is seeing poor recharge quality/reposition recharger. The caller noted seeing the 'passive recharge' screen for about five minutes when she first saw 'no device found' and selected the recharge option. After doing so, the caller notes the normal charge screen showed up with ins showing 30% but poor recharge quality remained. Agent noted the pt has all new product so it would be unlikely to presume the external product is the issue though it could be--agent asked if there is swelling, if the ins is deep and if there was any tilt to the ins. The caller notes that the ins seems as though it may be slightly tilted and there may still be residual swelling from the procedure. The caller pressed the rtm down slightly and noted seeing good charge quality for that moment (about 15 seconds) and the charge reverted to poor. Agent advised that they consider imaging, trying another controller/rtm and possibly allowing for further swelling to resolve. Agent sent case number to caller and noted if external product needs replacement we can pursue that as well. Rep reported that there is no device issue and there was no procedure issue. The difficulty connecting to the ins is related to the ins being tilted as determined from the last meeting with the patient on (B)(6) 2023. No cause for the tilting was determined. The issue is ongoing. Patient has a follow-up appointment scheduled for (B)(6) 2023 at 10:00 am. Patient will be seeing the physician and a rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.